Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an variceal banding procedure performed on (B)(6) 2021. During the procedure, no bands would fire even with trip wire securely pulled back and locked into locking slit. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed at the beginning of the of the device setup, which is earlier than what is instructed in the device instructions for use.